Manufacturer narrative:
Guidant technical services suspects the noise is consistent with diaphragmatic oversensing. The patient is scheduled for an av nodal ablation procedure. Guidant will reopen the event as additional information becomes available. The products remained implanted. It was later reported that this lead was explanted over eight years later after the patient's death. No allegations were reported at the time of the patient's death related to this event.

Event description:
Event description guidant (boston scientific) received information that this cardiac resynchronization therapy-defibrillator (crt-d) device and transvenous defibrillation lead exhibited noise on the rate/sense channel. The device is programmed to vvir and the patient is pacemaker dependent.

Event description:
The lead has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead segment returned was thoroughly inspected and analyzed. Three terminal leg segments were returned. The segments returned were determined to have been electrically continuous. There was no further testing performed due to the nature of the returned product. The clinical observations were not able to be confirmed.